Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that verse correction key and unk - screwdrivers: expedium verse were involved in a reported event during a spinal procedure. The event occurred when, during final tightening of the inner rod set screw with the expedium verse set, the driver frequently skipped out or appeared to strip the inner set screw, failing to click or torque out properly despite being fully tightened. This issue was noted during segmental denotation maneuvers in a scoliosis repair surgery and has reportedly been experienced in other accounts. The event resulted in a surgical delay of approximately 10 minutes. The set screws were re-set to ensure no cross threading and proper poly head lock engagement. The procedure was successfully completed, no fragments were generated, and no additional medical intervention was required. There were no reported consequences or impact to the patient.